Event description:
Tried 5 different syringes, all the same lot and the needles were not patent. Nurse reported having problems with these syringes before. Reported to materials management and had all syringes pulled and replaced.